Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel brachial vein. A 6.0mm x 100mm x 75cm athletics balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at exceeded nominal pressure for nearly 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.